Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely and confirmed that the system received an error indicating the emergency button was activated. Review of the logfiles shows user msg: warning: emergency stop activated; reset to continue. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the fuse in the m cabinet for the scc emergency circuit was blown. To resolve the issue, rse advised the user to replace the fuse. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the system's emergency stop was active, preventing a full system boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.